Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan in 2007, and alleged that her one touch ultra meter was giving the apply sample message. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue first occurred 8 months ago (specific date/time not provided). She also mentioned that one day before, at 6:20pm, she went to use the meter and the test would not start. The pt had a seizure and was taken to the ER. She does not know how she was treated or what she was given in the hospital. At the time of troubleshooting, it was verified that this was not a new product and that the test strip drew the sample into the test area. The pt's testing technique was reviewed to be correct and the issue was resolved when a retest was performed with a new vial of test strips. This complaint is reported because the pt alleged that the issue occured 8 months ago, she had a seizure on the same day, and was taken to the ER. Replacement products were sent to the lay user/pt.